Event description:
Information received indicates that the valve was abandoned at implant due to being missized by the doctor.

Manufacturer narrative:
H3 analysis: measurement verified that the valve is a size 25 mm. The leaflets are stiff and shrunken with the appearance of tissue that was left out of solution and became desiccated. Several small needle holes in the sewing ring show that a partial implant attempt was made. Review of the device history shows that this valve met all manufacturing specifications for product release to distribution. Conclusion: user error caused the event. No product failure. No patient consequence.